Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The distal tip was damaged. The stent was secure on the balloon between the markerbands. There were struts lifted in the distal row. The proximal end of the balloon was bunched. The inner shaft at the proximal end of the balloon was buckled. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-july-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 30mm in length, 4.00mm in diameter, eccentric-concentric, de novo target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After pre-dilation was performed using a 3.50x8 balloon catheter, a 32x4.00 rebel stent was advanced but the stent could not track even with the use of a buddy wire. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.